Event description:
It was reported that the device is nearing the elective replacement indicator (eri) and premature battery depletion was suspected. It was further reported that the save to disk was reviewed and analysis shows that the device charged up over 60 times to deliver shocks and therefore, is approaching eri sooner than expected. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=3.173 to 2.832 volts between (B)(6) 2012 and (B)(6) 2012 is before device rrt <= 2.6251 volt.